Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose levels that range from (200-300 mg/dl). Reportedly, the customer had been trying to bolus via the pump but bg levels remained elevated. During troubleshooting with tandem technical support (cts), the customer noted small air bubbles near the luer lock. The customer was instructed to expel air bubbles by performing fill tubing.